Manufacturer narrative:
If implanted; explanted; give date: not applicable as the lens was inserted and removed. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that during the implantation of the z9002 intraocular lens (iol) into the patient's left eye, the trailing haptic was noticed to be detached. Additional information was received and it was learnt that the iol was fully inserted into the eye, removed and replaced with another iol during the same procedure. The incision was not enlarged, no sutures were used and no secondary procedure was required. Reportedly, the patient tolerated the procedure well, no post-op complications. The lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.